Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was no longer holding a charge following an rfa procedure. The patient underwent an ipg replacement procedure and was doing well with good coverage. The explanted ipg was retained by the medical facility and will not be returned.